Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start up completely. Fse reviewed error logs and confirmed that the pc did not show up. Upon troubleshooting, fse found that the customer had to cycle power 3 times for the system to boot up, and there was an issue with the host pc. To resolve the issue, fse replaced the host pc, hard drive and reloaded the software. The defective host pc was returned to philips for failure analysis. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis but another failure was identified in which a failed component was found to be ¿¿power supply unit¿¿. However, the replacement of the host pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up completely. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.